Event description:
The reporter stated that the pacing pads had failed to function when applied to the pt. The pads were reportedly "dried out" and the pouches had "pin holes" in them. The pads were within date code when opened. No pt info was reported.